Event description:
It was reported that following an ablation procedure, the patient experienced cerebral edema, was hypotensive, and had a cheyne-stokes breathing pattern. The patient was prescribed steroids and placed on an external ventriculostomy device (rvd). Ultimately, the patient died.